Manufacturer narrative:
Evaluation summary: it was caused due to the excessive force applied on the screw. It was non-repair item so that it was replaced with new one. This report is being filed as part of the pentax backlog management plan.

Event description:
Gi at opmedic. Clinic started using co2 in september. Staff got properly train and were told to be very careful with of-g11 not to screw to far the trends. Reprocessing is done properly. Both new of-g11 broke at same time. They can attach it to the scope air/water port. Description of any actions taken: I inspected both of-g11. They look brand new. Also checked c02 pressure and it is fine. Sent defective unit to pci. This event occurred at the time of before use. There was no report of patient harm. Date of event not known for the exact date, we just know the year the complaint was sent in to manufacturer.